Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt) after changing the battery. The patient was unable to confirm the error because the check button on her infusion device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The up button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. The problem mentioned by the customer is related to mishandling of the product by the customer.